Event description:
The customer reported to health canada that their stryker device failed to maintain a consistent connection through pads or leads to monitor rhythm. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.